Manufacturer narrative:
Concomitant products: 4076 lead, implanted (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead was oversensing in the form of short ventricular intervals and the patient had received inappropriate therapy. Noise could also be reproduced during isometrics. The lead was reprogrammed and remains in use. The patient was admitted for further evaluation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that an extraction and replacement was to be scheduled due to decreasing pacing and defibrillation impedance, insulation damage and continued noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later confirmed to have been explanted and replaced.